Event description:
Baxter (B)(4) received a report that one (1) infusor stopped delivering during the patient use at the patient home. The device was filled with 5-fluorouracil and glucose. There is patient involvement but no patient injury and medical intervention. The sample is not available. No additional information.

Manufacturer narrative:
(B)(4). Delivery stopped condition not confirmed. Complaint sample was not available, a physical evaluation of the reported condition could not be conducted and therefore, no definitive conclusion can be reached with regard to confirmation of the reported complaint condition. A batch review could not be conducted as the lot number was unknown. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.